Manufacturer narrative:
B5, d11, h2, h6, h10 updated.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device would not cycle. A replacement surgery was performed in which the existing cylinders and pump were removed and replaced. The reservoir from the previous device remained implanted and a new reservoir was placed on the left side. During the procedure fluid loss from an unknown location was noticed as the implant had no fluid in it upon explant. The patient did not experience any adverse events and the new implant was functioning as designed.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test. The pump failed deflation test which verifies that with 4 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak at corner of fold in distal cylinder body attributed to wear at fold; hole was present. Cylinder 1 was not pressure tested due to leak was identified. Cylinder 2 was pressure tested and performed within specification. Both cylinders had wear at fold in cylinder body. Product analysis concluded that the identified the fluid loss in the cylinder 1 is also the probable cause of the reported mechanical issue and operated differently than expected, as the device would not be functional after the system fluid was lost. Product analysis confirmed a pump and cylinder malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues and dissatisfaction with an inflatable penile prosthesis (ipp) as the device would not cycle. A replacement surgery was performed in which the existing cylinders and pump were removed and replaced. The reservoir from the previous device remained implanted and a new reservoir was placed on the left side. During the procedure fluid loss from an unknown location was noticed as the implant had no fluid in it upon explant. The patient did not experience any adverse events and the new implant was functioning as designed.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device would not cycle. A replacement surgery was performed in which the existing cylinders and pump were removed and replaced. The reservoir from the previous device remained implanted and a new reservoir was placed on the left side. During the procedure fluid loss from an unknown location was noticed as the implant had no fluid in it upon explant. No information was provided about the patient's outcome.